Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. A supplemental report will be submitted if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified the reported blue particulate matter in the injection site. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink catheter extension set had a blue particle inside of the injection site. This event was discovered before use. There was no patient involvement. No additional information is available.